Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was in the 300s mg/dl range. The customer reverted to manual injections for insulin therapy.